Event description:
This report is being filed after the subsequent review of the following journal article: anderson, j.r., md; mighell, m.a., md; nelson,r., do; willis, m.p., md, (2011, august 25). Precontoured superior locked plating of distal clavicle fractures: a new strategy. Clinical orthopaedics and related research. 2011 dec; 469 (12), pp.3344-3350. A new strategy. Also reported from this article, is a comparison of the retrospective series that used locking plates for fixation. This article summarizes postoperative findings from other published articles. There is not sufficient information to file multiple reports. This report is for the following plate systems: 13 patients with synthes lcp (locking compression plate) developed deep infections. Eight (8) patients with synthes distal radius volar lcp (locking compression plate) developed superficial infections. 11 patients with synthes 2.4mm lcp (locking compression plate) 2 per patient, experienced screw loosening. 6 patients with synthes distal radius volar lcp (locking compression plate) noted as not reported. This is 2 of 2 reports for (B)(4).

Manufacturer narrative:
This report is for a reportable malfunction of the following patients: 13 patients with synthes lcp (locking compression plate) developed deep infections, 8 patients with synthes distal radius volar lcp (locking compression plate) developed superficial infections, 11 patients with synthes 2.4mm lcp (locking compression plate) 2 per patient, experienced screw loosening. Six (6) patients with synthes distal radius volar lcp (locking compression plate) noted as not reported. Anderson, j.r., md; mighell, m.a., md; nelson,r., do; willis, m.p., md, (2011, august 25). Precontoured superior locked plating of distal clavicle fractures: a new strategy. Clinical orthopaedics and related research. 2011 dec; 469 (12), pp.3344-3350. This report is for lcp system (locking compression plate), distal radius volar lcp and 2.4mm lcp. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.